Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced the level module. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the level module to operate as intended when lab use only (luo) level sensors were attached and used with a luo reservoir. The system passed all verification and release test steps. Per data log review, the log does show when the level detection is turned on, it alarms . There is no way to tell from the log what the level probe was attached to or if there was actually air present.

Event description:
The field service representative (fsr) reported that during field installation of the device, the level sensors were alarming on the thin side of test fixture. There was no patient involvement.